Event description:
The customer reported a communication failure error message. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to plug the system for a while before use. The system was tested and found to be working as intended and put back into service.